Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 199 in tandem source. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the malfunction code is resettable but was unable to complete the pump reset due to the lack of a charging cable and decided to use manual daily injections for backup therapy.